Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, the instrument gave false positive results. There was no report of patient impact. Assays used: extended enteric bacterial panel.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "unusual plot/curves". Customer reported that they have noticed amplification on side b but the results were negative. Service reviewed the logs and determined that there was slight amplification on lane a11, but there is no instrument issues. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 09aug2023, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Review of the run files provided by the customer shows that on lane b11 and b12, there were no amplification to note. Reviewing lane a11 top that service has mentioned shows a very slight amplification. This amplification can be regarded as more of noise than true amplification. When the curves are zoom out, it will become flat, raw pcr shows slight elevation with a difference of 4000 counts, with curves sitting high in the near 500,000 counts. Background corrected curve shows noise with no amplification close to the threshold for positive results. Root cause cannot be determine with the information provided. Complaint is unconfirmed by quality during review of the provided run file. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, the instrument gave false positive results. There was no report of patient impact. Assays used: extended enteric bacterial panel.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.